Event description:
There was an allegation of questionable gen.2 ise indirect for na results for 2 patient samples on a cobas 8000 cobas ise module. Patient 1 had an initial na result of 150.4 mmol/l with flag. The repeat result was 142.0 mmol/l. Patient 2 had an initial na result of 122.2 mmol/l with flag. The first repeat result was 132.1 mmol/l and the second repeat result was 136.0 mmol/l. It is unknown if any questionable results were reported outside of the laboratory.

Manufacturer narrative:
The na electrode lot number and expiration date were requested but not provided. The field service engineer (fse) performed decontamination of the ise modules, replaced the reference electrode and solutions, and replaced the waste tubing. Calibration was performed successfully. The service maintenance actions performed by the fse resolved the issue. No further issues were reported after the service visit.